Event description:
It was reported the back case was cracked, the atrial connector was broken, and the back cover hook and hold down strap hooks were missing. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: upper, lower cases and atrial output connector were broken, the ring and two side bails were missing. It was also noted that the battery release and lead flex cover were contaminated, two side bail covers were broken, the battery contacts were compressed, and the battery drawer broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.